Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) requested boston scientific engineering review. Boston scientific engineering confirmed the battery depleted prematurely. Subsequently an explant procedure was scheduled and the icm device was explanted. No other devices have been implanted at this time. The device is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. X-ray imaging revealed solder leakage below the negative terminal pin.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) requested boston scientific engineering review. Boston scientific engineering confirmed the battery depleted prematurely. Subsequently an explant procedure was scheduled and the icm device was explanted. No other devices have been implanted at this time. The icm has been returned and analysis performed. No additional adverse patient effects were reported.